Event description:
It was reported to boston scientific via an article published in the journal iju case reports that a study was conducted to report the outcomes of patients that received robot-assisted simple prostatectomy (rasp) to treat benign prostatic hyperplasia (bph). It was indicated that case 1 was an 81-year-old man with bph, who presented to a local clinic due to nocturia. This patient received water vapor energy therapy. However, his urinary frequency worsened, and the patient opted to undergo rasp.

Manufacturer narrative:
Kitano, h., yoshioka, h., ono, y., ueno, r., nakano, y., hatayama, t., yukihiro, k., iwane, k., kohada, y., naito, m., kobatake, k., sekino, y., hinata, n. Robot-assisted simple prostatectomy for two cases of benign prostatic hyperplasia: the first report in japan. Iju case reports, 8, 206-209. Https://doi.org/10.1002/iju5.70006. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.